Event description:
Info received, indicates the foot end casters are not holding when the brake is engaged.

Manufacturer narrative:
The technician found both foot end casters and caster stems were cracked. The technician replaced the support blocks, brake and brake steer casters to repair the bed.